Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (liquid) on lot # 8239952. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8239952. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of the syringe 0.3ml 31ga 6mm whole unit 10 bag experienced foreign matter contamination. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: so I use the insulin syringes, 6mm ultra fine needles. I have a habit of pushing out the plunger to affirm that the syringes I'm using is new but I've come to an issue where some of the syringes have liquid secreting. I was wondering if this is normal to mix in with my insulin but so far I've just been throwing them away.